Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were two drains placed in the patient same time at different sites during the same spinal fusion procedure? ¿no information. Did drain #1 have leakage on (B)(6) due to a perforation during clamping? ¿drain#1 had leakage on (B)(6) but it was not due to clamping. After leakage was found, a clamp test was done. Then, a perforation was found. Was the drain removed from the patient and replaced with another one on (B)(6)? ¿no information. Was the drain removed from the patient and replaced with another on (B)(6)? ¿no information. Or was only one drain ¿drain #1¿ used on (B)(6) for this procedure and replaced with another one 'drain #2' after leakage was found on it? ¿no information. Was the patient brought back to operating room to replace the drain? ¿no information. Please explain what was done? ¿no information.

Event description:
It was reported that the patient underwent a posterior spinal fusion on (B)(6) 2017 and the drain was implanted. It was also reported that same day, (B)(6) 2017, a leak was observed. Then, the drain was found perforated when it was checked by cramping. There were no adverse patient consequences reported.

Manufacturer narrative:
There is small cut hole in drain. The drain apparently was damaged during its use.